Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. The device was reprogrammed to the triad configuration and the impedances were within normal limits. Boston scientific technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.